Event description:
It was reported to boston scientific corporation in 2006 cre pulmonary dilatation balloon was used during a dilatation procedure (patient age, gender, and weight unknown) the same day. During the physician's second dilatation of the esophageal stenosis, the balloon got leaky.

Manufacturer narrative:
The complaint sample was returned for evaluation with the guidewire in place. On inspection of the balloon a longitudinal tear was found. The device history record for lot number 6885421 has been reviewed. This review included analysis of yield/scrap and components issued to the lot. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. A review of similar complaints across the product family conducted for the last 15 months does not currently indicate an adverse trend. Trends for this product family will continue to be monitored under the monthly complaints review. The complaint description can be confirmed but the root cause of this complaint could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications.